Manufacturer narrative:
Section a4: patient weight was inadvertently reported as 0 kg. The patient weight was unknown, and was requested but not provided. Section d4: device serial number was requested but not provided. Manufacturer's investigation conclusion the reported event of the system controller exchange on 09may2023 could not be confirmed through this evaluation. Event details reported a system controller exchange was performed on (B)(6) 2023. A reason for the exchange is unknown. The submitted log file did not capture any events regarding the reported system controller exchange. Attempts were made to obtain additional information from the customer regarding the reported system controller exchange on 09may2023 and product return status; however, no additional information was provided. To date, the system controller (serial # unavailable) associated with the event was unavailable for an evaluation. Heartmate 3 patient handbook, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under this section, ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use, rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. The serial number of the system controller was unavailable, and the device history record was not reviewed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller exchange on 09may2023 for unknown reasons.